Event description:
The manufacturer received information alleging airflow had stopped to be delivered. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. An error related to the device being rebooted had been recorded in the event log. The device's main board was replaced to address the issue.